Manufacturer narrative:
.

Event description:
It was reported that 4 days into therapy, a pico device leaked and stopped working. The device alert triggered to alert the user of the failure. There was no patient harm.